Manufacturer narrative:
It was reported that the monitor 1 allegedly does not swivel or move correctly. A stryker field service technician visually inspected the flat panel spring arm to which the monitor and monitor yoke connects. It was noted that the monitor yoke was rusted and would not move. The fst also noticed the m3 screw that keeps the safety collar in place was missing. When the fst attempted to install a new m3 screw he found it was not possible as the safety collar was rusted in place not allowing the rotation of the collar to allow the m3 screw to be inserted into the proper hole location. A stryker quality engineer reviewed the information and concludes that the most likely root cause of this issue would be improper preventative maintenance and service by hospital personnel. The field service technician replaced the monitor yoke and spring arm and verified the new m3 screw attached was secure. The product was returned to the customer for use. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the monitor 1 allegedly does not swivel or move correctly. During the field service investigation it was noticed that the m3 screw was missing. The m3 screw keeps the spring arm's safety collar in place and, if the screw is missing, the light head could detach from the spring arm. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
It was reported that the monitor 1 allegedly does not swivel or move correctly. A stryker field service technician visually inspected the flat panel spring arm to which the monitor and monitor yoke connects. It was noted that the monitor yoke was rusted and would not move. The fst also noticed the the m3 screw that keeps the safety collar in place was missing. When the fst attempted to install a new m3 screw he found it was not possible as the safety collar was rusted in place not allowing the rotation of the collar to allow the m3 screw to be inserted into the proper hole location. The field service technician replaced the monitor yoke and spring arm and verified the new m3 screw attached was secure. The product was returned to the customer for use. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the monitor 1 allegedly does not swivel or move correctly. During the field service investigation it was noticed that the m3 screw was missing. The m3 screw keeps the spring arm's safety collar in place and, if the screw is missing, the light head could detach from the spring arm. There was no reported patient involvement or adverse consequences.